Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood were observed on the btt device. The device had suffered a rupture in the balloon itself, exposing the inside of the material. The reported failure "burst" is confirmed. The DHR record review shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the material.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa was inflating the balloon of the trocar with room air when the balloon burst. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa was inflating the balloon of the trocar with room air when the balloon burst. A replacement device was used to complete the procedure. The hospital did not report any patient effects.